Event description:
The customer reported the system displayed a stator not ready error message and locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.